Event description:
Hcp reported the patient received 2 jolts of electricity that caused pt to have visual obscuration and significant (though) brief pain while driving. The hcp reported that the patient had the device explanted. The device was not returned to the manufacturer. The patient outcome is unknown as he did not follow after explant as scheduled.